Manufacturer narrative:
Original surgery was performed by the dr. In 1999, using hutchison hth 400cc saline-filled implants, which were filled to an unknown volume. The patient underwent bilateral replacement surgery eight years later. The implants were replaced with mcghan 500cc products. The left product was filled to a volume of 560cc and the right product was filled to 560cc. Visual inspection identified a breach measuring approx 9mm in length, which is located on the posterior surface measuring approx 20mm from the closure patch on the 2 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Pressure testing could not be complete due to the size and position of the breach. Microscopic examination (x10) of the breach identified a circular shape initiation point which is indicative of mechanical trauma. The product met all manufacturing and quality specifications post MFR. The breach is not a manufacturing fault.